Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy procedure, the cartridge of the reload disengaged. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a provided photograph and returned stapler device. Visual and photographic inspection of the instrument noted no abnormalities. Visual inspection noted the loading unit displayed a full complement of staples and the interlock was engaged with no knife damage. Additionally, the cartridge cover was disengaged. Functional testing was performed which included resetting and reattaching the cartridge cover. The sulu was then loaded into the returned instrument. The instrument and sulu were applied to the appropriate test media with acceptable results. Replication of this condition may occur if an excessive force is applied to the cartridge. The root cause of the observed damage was user error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph and one device. Visual and photographic inspection of the instrument noted no abnormalities. Visual inspection noted the loading unit displayed a full complement of staples and the interlock was set with no knife damage. Additionally, the cartridge cover was disengaged. Functional testing was performed which included reattaching the cartridge cover. The single use loading unit (sulu) was then loaded into the returned instrument. The instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if an excessive force is applied to the cartridge. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was applied in rectum during a laparoscopic colectomy, the cartridge of the reload disengaged after the package was opened. Another reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.